Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer's insulin pump does not work properly. The patient's blood glucose level was unknown at the time of the call. The customer stated that the screen on their pump is blank even after replacing the battery. The customer was informed that trouble shooting would have to be performed to determine the issue. No further information was provided.